Event description:
It was reported to philips that the database failed on the host pc and the system was unusable. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of the event. Analysis of the log files indicated that there was an error of host pc not starting up confirming the malfunction. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found that the database was not able to pass the validation tests in spite of reloading ghost image multiple times due to intermittent network connectivity issue between host pc and image processing pc(ippc). After restoring the ghost image dated from 2020, re-creating the image store and uploading the license file the issue got resolved. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.